Event description:
It was reported that the replacement lens decentered superiorly in the patient's right eye post implant and the surgeon was unable to reposition the lens. The lens explanted and replaced with another lens of different model and the prognosis was reported as "excellent". It is to be noted that this is a second report involving the same pt. Ref MDR# 1313525-2015-00034 for the first lens associated with this pt.

Manufacturer narrative:
The lens was requested, but was not returned to b+l for eval. One retain sample from the same lot (7457716) was dimensionally inspected and all measurements were within spec. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.